Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and several findings were identified. Without the sample returned, it cannot be determined whether these findings are relevant to this investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found a leaking syringe piston during subclavian vein puncture for the patient." A new one was used. No medical intervention required. The patient's current condition is reported as "fine."

Event description:
It was reported "the doctor found a leaking syringe piston during subclavian vein puncture for the patient." A new one was used. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)